Event description:
The customer received a blood glucose reading of 250 mg/dl on the contour next link meter, re-tested on a different meter and the reading was 100 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer does not have any test strips. New meter was sent to him.